Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that a site was having communication issues due to an abraided serial adapter cable. When the abraided cable was manipulated, communication was possible.